Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, approximately eight years and ten months post-implant, the patient underwent a valve-in-valve implant with a 23mm sapien 3 ultra valve, due to a failing 23mm sapien xt valve an implant, in pulmonic position, by transjugular approach. The root cause of the failure was not provided. The patient outcome was successful.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of IFU/training materials revealed no deficiencies. As reported, ''patient who underwent an implant of a 23mm sapien valve, in pulmonic position, by trans jugular approach. As reported, approximately eight years and ten months post-implant, a valve-in-valve implant was performed with a 23mm sapien 3 ultra valve, due to a failing 23mm sapien valve.'' In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve (thv in thv) approximately 8 year and 10 months post-implantation is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.